Event description:
Expected retroperitoneal cut down was performed. Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. High jacket retraction noted. Outcome was a successful implant.